Event description:
Implantable cath erosion. Pt presented to radiology following the previous day's return for re-suture of stitch due to leakage. At the time of inspection it was noted on that the catheter was cracked by the stitch. During fluoroscopy, the distal 1 cm of the tip of the catheter was found in the right side of the pt, most proabably in the cecum. The catheter was changed over a wire to a 12 fr angiodynamic abscession catheter. It was expected that the retained catheter tip would pass via peristalsis. This is the 18th device failure since 10/2001.